Event description:
Physicians could not open the closure plug from cannula dome of the products. Each of the six cannulas appeared to have attached jointly in one piece. No info about pt contact or injury was reported.